Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of a050401 - fluid leak for the period of nov 2020 through oct 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Yellow particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Device has been explanted.